Manufacturer narrative:
Manufacturer reference number: (B)(4). This event was originally reported on a quarterly summary report and is being resubmitted per FDA request.

Event description:
According to the reporter: during the procedure of parietal coelio hernia, the device did not fire. The patient is alive and has no injury.